Manufacturer narrative:
Patient initials ¿ (B)(6). Patient height: reported as (B)(6). (B)(4). Device was over-expanded and was not implanted. Device not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a c4 anterior corpectomy procedure, the expansion head of a 4.0mm self-drilling expansion head screw broke off into several pieces during final tightening. When the surgeon attempted to remove the screw using the 1.5mm setscrew extractor, the tip of the extractor bit broke off in the screw head. The pieces of the screw and the tip of the extractor were retrieved. After unsuccessful attempts to retrieve the threads of the expansion head screw, the surgeon elected to leave the remaining portion in the patient. The surgeon then attempted to finish attaching the cervical spine locking plate (cslp), and five (5) additional expansion head screws were over-expanded and could not be used. The surgeon placed a 4.0 x 20mm clsp quicklock screw in the plate instead and successfully completed the procedure. There was a surgical delay of more than 65 minutes. This is report 5 of 7 for (B)(4).